Manufacturer narrative:
Philips service rebooted the system to resolve the issue and recommended replacing the geo ipc if the error recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that motor movement limited; system restart required on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.